Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that IV fluid would not flow through clearlink tubing set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The sample was received for analysis. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with satisfactory results and included clear passage and pressure testing. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.